Event description:
A pt reported the following to our (B)(4) affiliate, the pt experienced pain and redness os on (B)(6) 2010 while wearing 1-day acuvue trueye contact lenses, narafilcon a. Narafilcon a contact lenses are not marketed in the u.s. The pt was seen by the treating eye care professional (ecp) the same day. Our (B)(4) affiliate contacted the ecp's office on (B)(6) 2010. The pt was diagnosed with a bacterial corneal ulcer os and was treated with gatifloxacin and flumetholon eye drops. The pt was seen for follow-up on (B)(6) 2010 and the corneal ulcer was resolved. When the pt was contacted on (B)(6) 2010, the pt said he/she was not wearing contact lenses at that time and there was no eye pain . We contacted the eye clinic for additional info on 10/14/2010 and we were told that the pt was scheduled to return for follow-up the week of (B)(6) 2010. We will follow-up with the eye clinic for info regarding the follow-up visit. The lot number and the product in question are not available at this time. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.